Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. The top right corner of the display window was lifting up. The insulin pump had moisture damage on the electronic assembly.

Event description:
Customer reported condensation under his insulin pump's screen. He reported that the problem occurs when he goes from cold air to extreme heat. He also stated the condensation occurs at the corner of the screen. The customer also noticed that his insulin pump's screen was removed from the frame. Customer's blood glucose was 145 mg/dl. He stated he had dropped his insulin pump a week ago. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.